Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the tip section of the device. The stent struts were stretched, distorted and misaligned from the center of the stent extending distally. This type of damage is consistent with the stent encountering an obstruction or some form of resistance. It was also noted that the proximal end of the stent was undamaged. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x12mm promus element ¿ stent was selected however during unpacking of the device outside the patient, it was noted that the stent was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. A 3.50x12mm promus element ¿ stent was selected however during unpacking of the device outside the patient, it was noted that the stent was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.